Event description:
The pt experienced withdrawal 10-12 days prior to his pump refill sessions. The pt stated the pump did not alarm. The pt was concerned about the accuracy of the pump. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).